Manufacturer narrative:
Date of submission 03-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 02-feb-2018 with the following findings: during investigation, the pump was powered on and a hard call service 069 alarm was shown that could not be reset. A review of the pump¿s black box and alarm history showed a call service 069 alarm, which is written in the pump's black box as cs87. The cs 069 failure is defined as a language file corruption while retrieving the language text. The language corruption issue causing the cs69 alarm was found to be due to a malfunction in the u39 flash chip, a component on the printed circuit board. Unrelated to the original complaint, the battery compartment was found to be cracked starting at the threads to the left side of the grip pad down to the case seal and from the case seal traveling to the grip pad.

Event description:
On (B)(6) 2018, the reporter contacted animas and reported that call service alarm [069] had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.